Event description:
The customer alleges that when the doctor was preparing to use the device, he found that the double lumen tubes were damaged when the package was opened.

Manufacturer narrative:
(B)(4). The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted an no changes were required. The customer complaint was confirmed. An initial investigation of the complaint shows that the product was not properly assembled. A CAPA (B)(4) has been opened by the manufacturing site to address this and similar issues with the product.